Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the dia 5mm tungsten needle holder (cev738t5) broke during use. There was no response received regarding context or potential fragments, nor about number of uses. No injury, death or surgical delay has been reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4 (primary UDI#, lot#), d9, g3, g6, h2, h3, h4, h6, h11. The dia 5mm tungsten needle holder (cev738t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies that could be associated with the complaint were observed. Failure analysis: evaluation of the tungsten needle holder verified the complaint reported by the customer as valid. The movable jaw was broken. Root cause analysis: uses requiring the application of excessive force as well as successive cleanings could have weakened the instrument and caused it to break.